Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noticed that the cable/cord/wiring was damaged due to normal wear. Device was inspected and repaired.

Event description:
Device was returned for repair with a motor that did not have much power, a faulty control system a worn out latch in the coupling mechanism and a worn out hose. During the repair the technician replaced the motor, the flex the locking parts of the coupling mechanism and the hose.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.